Event description:
It was reported that, "the ceramic rod inside the cutting block cracked whilst in use. Surgical site irrigated."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.